Manufacturer narrative:
Concomitant medical products: boston scientific jagwire m0055658. Investigation evaluation: the product said to be involved was returned in an open, unsealed box. The product lot listed on the box was w3807668. When the box was opened, the device was in an open pouch and the open pouch did not have a product label on it. Further evaluation of the open pouch found that there is an instructions for use (IFU) label on the clear portion of the pouch. The IFU label has a component number and a revision date that indicates that the IFU with the returned device was distributed between april 2007 and november 2010. Additionally, the label that is located on the front of the pouch appears to have been removed, because there are sticker-like remains in the center of the pouch. A visual inspection of the tip of the device was performed. The gray tip of the stent introducer has a proximal edge and another edge in the middle of the gray tip. After review of the gray tip, we can conclude that the device received does not match the lot number listed on the box or the complaint information. This device design indicates that this returned portion of the device was manufactured prior to november 2010. Our laboratory evaluation of the product said to be involved confirmed the report of stent breakage. The device was returned with the stent received in two broken pieces. The pre-packaged syringe and shaping wire was included in the return. The clear proximal cap on the y-body was loose when the device was returned. The clear cap was tightened and the distance between the y-body was measured within the specification. The device was measured within specification from the distal end of the proximal handle. The stent was visually inspected and it is difficult to determine if the entire stent was returned. The two broken ends of the stent were pieced together and about 6.5 cm was returned. Each side of the stent has 4 gold rivets. The width of the stent was 10 mm. There was a kink in the pushing catheter at 7.3 cm from the distal tip of the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for this device failure is that the device was used beyond stated intended life. The instructions for use (IFU) and design of the returned device indicate that the device was manufactured prior to november 2010. Zilbs devices have a shelf life of three years. Per our investigation of the device, this is the most likely cause for the reported observation. Information provided from the user stated that the device sent back to cook for evaluation was from product lot w3807668. The device evaluated during our investigation does not match the reported product lot. The device received is a device manufactured prior to november 2010. The IFU label on the pouch inside the product box is no longer in use and the design of the device was modified in november 2010. Prior to distribution, all zilver expandable metal biliary stents are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an expired product was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook zilver expandable metal biliary stent system. The operator advanced the stent to the desired position. The broken stent was detected when one-third of the stent was released from system, under the x-ray image. The stent, along with the endoscope, was withdrawn from patient. The operator released the stent. The operator completed the operation with a cook zilbs-635-10-8 stent. The customer stated the involved device was lot number w3807668. The device received for evaluation had damage consistent with the event. However, the returned device was confirmed to be manufactured prior to november 2010.